Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1:(B)(6) hospital.

Event description:
It was reported the electrode ring broke. The issue occurred during an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported malfunction could not be reproduced. The likely cause could be when plasma excitation occurred, there were the following situations that could cause the instantaneous current density at the contact part of the electric cutting ring to be too high, resulting in high temperature and melting. During output, the electrode accidentally contacted other (metal) instruments. There were foreign materials and impurities attached to the surface of the electric cutting ring. The liquid surface area that the electric cutting ring contacted was relatively small. The electrode was worn due to repeated cutting. The other likely cause could be due to wear and tear. The loop at the distal end of the electrode wears out during use and can break, burn, or melt. And wrong handling: the operator continued to resect tissue despite a visible interruption of the loop wire. The event can be detected and prevented in accordance with the following instructions for use (IFU). Depending on the status of the IFU, two additional cautions have been communicated through the leaflet: caution 1: "caution risk of injury to the patient contact between the hf-resection electrode and metal parts, such as other endoscopic equipment, implants, or stents, can result in sparkover between the hf-resection electrode and the metal part. Always keep a distance of at least 10 mm between the hf-resection electrode and metal parts." Caution 2: "caution risk of injury to the patient use extreme caution when using electrosurgery in close proximity to or in direct contact with any metal objects. Do not activate the hf-resection electrode while any portion of the hf-resection electrode tip is in contact with another metal object. This can cause uncontrolled heating of the hf-resection electrode and may result in damage and breakage to the hf-resection electrode tip. If excessive heating or physical forces cause damage to the hf-resection electrode tip, broken device fragments may remain in the body, possibly requiring additional surgery for removal." A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.